Manufacturer narrative:
Concomitant products: sedr01 ipg implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead experienced high thresholds and high impedance. The ra lead was explanted and replaced at a later date. During the ra lead replacement, the right ventricular (rv) lead dislodged. The right ventricular (rv) lead was also explanted and replaced. No patient complications have been reported as a result of this event.